Manufacturer narrative:
Results of investigation: the device/component was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the events log recorded multiple transducer faults. An investigation was performed and identified the root cause of the reported issue was due to a transducer manufacturing deficiency and will be internally investigated.

Manufacturer narrative:
(B)(4). Upon completion of the evaluation or in the event additional information is received a follow-up report will be submitted. The customer did not state if there was a unit on the patient at the time of the event. (B)(4).

Event description:
The customer reported while using the vela ventilator that the transducer failed. The ventilator showed a "xdcr fault" alarm. The customer did not report any information regarding impact to the patient, at this time it is unknown.